Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with ketone levels of 82-92 mg/dl. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, doctors were concerned about heart failure; however, it was not confirmed. It was alleged that the pump was depleting quickly resulting in pump shutdown; however, this was not confirmed as multiple contact attempts were made to obtain additional information regarding the issue and no response was received from the customer.